Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain had gotten worse/ back pain had grew a hundred times worse'), renal impairment ('kidneys are not functioning properly'), pulmonary thrombosis ('multiple clots in my lungs') and post procedural sepsis ('sepsis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) with dyspnoea, renal impairment (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion hospitalization), post procedural sepsis (seriousness criterion medically significant), peripheral swelling ("it was really swollen and very sore"), pain in extremity ("it was really swollen and very sore"), musculoskeletal stiffness ("my vain was hard as a brick"), flatulence ("gas pains"), constipation ("constipation"), abdominal distension ("bloated"), abdominal pain upper ("I was still a little sore and my stomach but I ended up catching a cramp on my side"), muscle spasms ("my back would start going into spasms") and dysstasia ("I couldn't stand straight up"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, renal impairment, pulmonary thrombosis, post procedural sepsis, peripheral swelling, pain in extremity, musculoskeletal stiffness, flatulence, constipation, abdominal distension, abdominal pain upper, muscle spasms and dysstasia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, constipation, dysstasia, flatulence, muscle spasms, musculoskeletal stiffness, pain in extremity, peripheral swelling, post procedural sepsis, pulmonary thrombosis and renal impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: multiple clots in lungs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.